Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 1500 mcg/ml fentany l at 500 mcg/day and 2.5 mg/ml bupivacaine at 0.835 mg/day via a pump implanted for non-malignant pain and post lumbar laminectomy syndrome. It was reported on (B)(6) 2016 that over the last several months, the patient had diminished pain relief. At the patient's last 2 pump refills, the residual reservoir volume was more than what was expected. At the last refill, the residual reservoir volume "extra" was more than double the amount of the time prior. The pump was infusing slower than programmed. A (B)(6) study was performed on (B)(6) 2016, which ruled out any catheter issues, occlusion, and leaks. The health care provider was scheduling the patient for a pump replacement. The issue was currently unresolved and the cause of the issue was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.